Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blank display screen. The reporter confirmed that there was no noted moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: during investigation, the pump was powered on to a dim display with reddish text. The complaint of a blank display could not be duplicated. The pump was opened to find no intermittent conditions on the display flex connector. Unrelated to the original complaint, multiple call service 54 alarms were found in the download history on the date of the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.